Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to leaking when coughing or laughing. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 1/29/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystourethroscopy due to grade 1-2 cystocele. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.